Manufacturer narrative:
This product is not marketed in the u.s. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -14.5/5.0/51 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2019. Excessive vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d6b- explant date (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage bs-the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 -14.50/5.0/051 (sphere/cylinder/axis) implantable colamer lens into the patient left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. D6b- explant date (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic bent with residue on lens and lens is curved. (B)(4).